Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vial gave false positive test results. Confirmatory gram stain and agar testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: following error message, the vial was taken out of the machine and treated as a positive, that is to say, it was subcultured on agar. Blood placed under the reagent pellet caused a false positive for an aerobic vial. The vial was tested negative by gram stain and blood agar culture. No patient risk, 3 pairs of vials were taken for this patient and only one was false positive. Were any erroneous results reported to healthcare provider? No. Any other patient impact? No.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ plus aerobic/f culture vial gave false positive test results. Confirmatory gram stain and agar testing was performed. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: following error message, the vial was taken out of the machine and treated as a positive, that is to say, it was subcultured on agar. Blood placed under the reagent pellet caused a false positive for an aerobic vial. The vial was tested negative by gram stain and blood agar culture. No patient risk, 3 pairs of vials were taken for this patient and only one was false positive. Were any erroneous results reported to healthcare provider? No. Any other patient impact? No.

Manufacturer narrative:
H.6. Investigation: customer reported blood under the sensor and a false positive result. One photo was received with sensor adhesion defect. Returned good samples were not received. Bd was unable to duplicate customer¿s experience with the bactec product. Retention samples were visually inspected with satisfactory results. Batch/sensor history records were reviewed, and all testing were within specification for product release. Blood background was performed with satisfactory results for the false positive claim. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Sensor adhesion scrape test is performed to each sensor batch as part of release criteria. Complaint is confirmed for sensor adhesion defect based on photos received. The vision system is challenged prior each lot. Product insert warnings and precautions sections states that prior to use, each vial should be examined for evidence of contamination such as cloudiness, bulging or depresses septum, or leakage. Vials showing evidence of contamination should not be used. Also prior to use, the user should examine the vial for evidence of damage or deterioration. Vials displaying turbidity, contamination, or discoloration (darkening) should not be used. CAPA#2882676 was initiated to further investigate these types of complaints and determine any appropriate actions to reduce their occurrence. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.